Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 16-year-old female with a history of cardiomyopathy was evaluated for impella cp support. During device delivery, insertion was aborted due to concern that the 0.018-inch guidewire (18 gw) had folded in the middle, raising the possibility that it could not be operated normally. The repositioning unit was not inserted into the introducer. The issue was attributed to a guidewire-related delivery difficulty, and the procedure was discontinued prior to device implantation. No device support was established, and the patient outcome at the time of procedure termination was reported as aborted. A new pump was successfully placed.